Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2017 and suture was used. During the procedure, when the box was opened, one of the sutures was of a different type. A correct suture from the same box was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). An opened box with thirty-six unopened samples of product code v339, lot ll8bxpp0 (vicryl diameter 2-0) and two unopened samples of product code v348, lot jj8gdlm0 (vicryl diameter 2) were returned for evaluation. During the visual inspection of the sample, product received under product code (B)(4), lot jj8gdlm0 (vicryl diameter 2) in a box of the product code (B)(4), lot ll8bxpp0 (vicryl diameter 2-0). A characterization was performed to product identified with the code (B)(4); the results were related to a needle CT-1 plus with vicryl violet suture in diameter 2¿ and length 90cm¿ and according the characteristic, the samples belong to product code (B)(4). The descriptions of the box for the product code (B)(4), lot # ll8bxpp0 are related to needle CT-1 with vicryl violet suture in diameter 2-0¿ and length 70cm¿. The product code (B)(4) ,lot jj8gdlm0 with expiry date 2021, 01 and the product code (B)(4), lot # ll8bxpp0 (box) with expiry date 2023, 03 these product codes were manufactured with 2 years of separation between each batch. Lot ll8bxpp0: manufacturer date: (B)(4) 2017; expiration date: (B)(4) 2023. The device history records were reviewed and the manufacturing criteria was met prior to the release of these lots (ll8bxpp0 and jj8gdlm0).